Event description:
According to the reporter, on an open gastrectomy, during stomach resection, the devices were not able to fire. The retaining pin were misaligned and could not fit properly in the hole.

Manufacturer narrative:
Additional information: b2, b5, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open gastrectomy, during stomach resection, the devices had poor staple formations. The staple line was not straight and is a little curved. The manual pin was also not fitted properly in the hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open gastrectomy, during stomach resection, there were poor staple formations from both devices. The staple line was curved. The retaining pins were noticed to be misaligned and could not fit properly in the hole.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and two devices. A visual inspection of the returned photos noted: the first photo depicts a top view of the single use loading unit (sulu) and the anvil with the alignment pin extended towards the pin hole and appears to be off center. The second photo depicts a slightly different angle of the sulu and anvil with the alignment pin extended towards the pin hole and appears to be off center. The two instruments were loaded with a fully fired 3.5mm single-use loading unit (sulu) each. There were no visual or functional abnormalities noted during pmv testing. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. In addition; when the alignment pins were advanced they aligned properly to the holes with acceptable results. Pmv was unable to confirm the reported condition during the evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.